Event description:
Patient underwent bi-lateral knee arthroplasty in (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6), 2010, on the left knee, due to tibial plate subsidence. The tibial tray, tibial bearing, and fin stem were removed and replaced.no further information has been received to date.

Manufacturer narrative:
Date implanted - (B)(6) 2010, exact day unknown. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed on july 2, 2010.